Event description:
Customer reported the alarm has no power, batteries have been replaced with a new supply and there is no visible damage to the outside of the alarm. This was discovered during set up while the caregiver was at the pt's bedside but the customer didn't specify the date when found. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the alarm when tested three times for power did not confirm the reported issue; on the first attempt, the alarm powered up and passed all functional tests. On the second and third attempts, the unit did not power up until the batteries were pressed. There was no physical damage to the unit. Note: instructions for use has a warning statement: test the alarm and sensor for proper operation prior to putting in svc with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the led, indicating monitoring, is blinking green. (B)(4).